Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemorrhagic stroke, pulmonary hypertension, and atrial flutter/fibrillation could not conclusively be established through this evaluation. Specific causes for these events could also not conclusively be determined. Heartmate 3, serial number (B)(6), was not explanted and is not available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, bleeding, hypertension, cardiac arrhythmia, and death. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that the patient developed pulmonary hypertension post implant which required aggressive diuresis and intubation. When the patient's clinical status improved, the patient was found to be unresponsive and showed catastrophic intraparenchymal brain "hemorrhage" from computed tomography (CT) scan. Computed tomography angiography (cta) of the brain confirmed there was no perfusion of brain distal to base of skull post hemicraniectomy. The patient was on intravenous (IV) heparin drip post implant and antixa goal was therapeutic most of the time. There was no significant supratherapeutic value recorded. The death was not considered device related and the device was reported to have operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had expired (B)(6) 2020 due to a large intracranial hemorrhage. No additional details were provided.